Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient was receiving effective therapy.

Event description:
It was reported since (B)(6) 2013, the patient had fallen asleep five times from too much medication. On (B)(6) 2013 the drug concentration was changed, however; since that time, the same thing happened two times. The patient¿s legs went numb and face flushed. The patient reported getting sleepy at random times and numbness and redness in his face. The hcp told the patient not to bolus himself. Per the reporter, the patient had been ¿googling¿ things on the internet and was concerned that it could be his pump. The patient was being referred due to the pump nearing eol (end of life), eri (elective replacement indicator) was two months. The patient¿s status at the time of the report was indicted as ¿alive ¿ no injury¿. The pump was used to deliver morphine, bupivacaine, and baclofen. Additional information later reported the manufacturer representative had seen the patient in the lobby of the hcp¿s office. The patient was having a pre-surgical consult for a pump replacement due to eri (elective replacement indicator). The patient reported he was doing well and has not experienced a problem since the initial report. It was clarified the pump was used to deliver hydromorphone, baclofen, naropin. The patient also had ptm (personal therapy manager) dosing that could be delivered every 6 hours additional information later reported the patient¿s insurance approved the eri pump replacement surgery. The surgery was to occur on (B)(6) 2014. Additional information later reported the pump was replaced on (B)(6) 2014. During surgery, it was noted the existing catheter was patent. The catheter had an old non sutureless connection, so they put on a new model 8578 sutureless connector during the pump replacement procedure.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. The pump passed dispense and infusion accuracy testing and no anomalies were noted during destructive analysis. A portion of the catheter was returned. Analysis of the catheter segment revealed no significant anomaly; the sutureless catheter connector was damaged at explant.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.